Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscpic procedure, after the initial entry of the port and having worked as intended, it was removed due to access needs. Upon second entry, they introduced 20 ml of air but the balloon could no longer be inflated. The device was changed to resolve the issue. There was no patient injury.